Manufacturer narrative:
Concomitant medical products: product ID: 37081, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 39286-30, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient had no stimulation sensation for a couple of days prior to the report. The stimulation stopped on its own. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.